Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed button error. The customer¿s current blood glucose level was unknown at the time of the call. The customer reported the button error alarm during normal use. The customer did not troubleshoot the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The customer was asked to return the insulin pump for analysis.